Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. H5 and h8 was erroneously entered on the initial manufacturer device report.

Event description:
Clinical rationale: a warning flag appeared on the console indicating that the system recommended changing out the console. The warning flag subsequently disappeared and did not reappear. The customer proceeded to switch out the console. The customer initially believed the alert may have been related to the aic being due for preventative maintenance; however, it was later confirmed that maintenance was not due for several months. A return box was requested so the customer can send back the aic to ensure it is not malfunctioning. The reported events are controller failure, medical device removal, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was successfully maintained.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.